Event description:
2026-mar-13 information was received that is this event was related to the procedure, and event was result of implant procedure. The infection was resolved following a course of oral antibiotics. Health effect code: 1930. Device problem code: 2682. Reference reports: mw5189235, mw5189236. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).